Event description:
The iab was inserted into the pt on 9/1/98. On 9/5/98, "check iab catheter" alarm sounded from the system 97 pump and the iab was removed. When the iab was removed, the iab and sheath were kinked. (Event complications: none from the event - reported 9/10/98. Pt's current status: unk - reported 9/10/98.)